Event description:
It was reported that the ilet user inadvertently initiated the fill-tubing-only step while connected to the infusion set and tubing, after which an agent instructed the user to disconnect and press and hold a button to access confirmation prompts, returning the device to the home screen and normal operation. No reported symptoms or adverse clinical effects. Outcomes included no alerts, no alarms, and no need for medical intervention or hospitalization. Investigation included customer education and troubleshooting regarding proper fill procedure and user interface navigation. Investigation of this case revealed user handling error with no device malfunction and no component failure. It was concluded, based on previously established findings for similar reports, that the cause was use error related to device operation.